Manufacturer narrative:
UDI=(B)(4).

Event description:
It was reported that brake button was stuck. Vascular access was obtain via radial artery. The 48mm x 2.5 to 3.0mm, eccentric, de novo, 95% stenosed target lesion contained a more than 45 and less than 90 degrees bend was located in a moderately tortuous and severely calcified left anterior descending artery(lad). Pre- dilation of proximal lad was done with a 2.0x15mm emerge and a 2.5x15mm nc emerge. Then a 1.50mm rotalink plus was used to ablate the calcified lesion. After safety checked was performed, the physician inserted the wire clip torquer in the docking port and depressed the black button with the torquer so as to defeat the brake, as the physician wanted to advance the burr via dynaglide mode. However, the brake button was noted to be faulty when the physician had difficulties and unable to dynaglide, it was depressed even when the wire torque was removed from the docking port. Physician then used an artery forcep to counter the mechanism that is causing the black button to be depressed but was unable to do so. The procedure was completed with another 1.50mm rotalink. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination of the complaint unit was carried out and it was noted that the brake was missing from the device and was not returned to cis with the device. The returned device was dissembled to determine the integrity of the internal brake mechanism. No issues were noted with the internal brake mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that brake button was stuck. Vascular access was obtain via radial artery. The 48mm x 2.5 to 3.0mm, eccentric, de novo, 95% stenosed target lesion contained a more than 45 and less than 90 degree bend was located in a moderately tortuous and severely calcified left anterior descending artery(lad). Pre- dilation of proximal lad was done with a 2.0x15mm emerge and a 2.5x15mm nc emerge. Then a 1.50mm rotalink plus was used to ablate the calcified lesion. After safety checked was performed, the physician inserted the wire clip torquer in the docking port and depressed the black button with the torquer so as to defeat the brake, as the physician wanted to advance the burr via dynaglide mode. However, the brake button was noted to be faulty when the physician had difficulties and unable to dynaglide, it was depressed even when the wire torque was removed from the docking port. Physician then used an artery forcep to counter the mechanism that is causing the black button to be depressed but was unable to do so. The procedure was completed with another 1.50mm rotalink&#11168;no patient complications were reported and patient's condition was stable.